Event description:
Customer reportedly obtained results of 92mg/dl, 76mg/dl, 89mg/dl, 241mg/dl, 89mg/dl, 163mg/dl on the compact plus system within 10 minutes. No adverse event reported. Customer ate to feel better. Requested return of suspect system and replacement was sent. Comparison performed in the home.